Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part: 11-301310, arcos con sz a hi 50mm, lot: 334160; part: 11-300915, arcos 15x190mm spl tpr dist, lot: 443330; part: 650-1066, cer opt type 1 tpr sleve 0mm, lot: 2954550; part: 650-1058, cer bioloxd option hd 40mm, lot: 2948785; part: 31-301312, arcos con sz b hi 60mm trl, lot: 467493.

Event description:
It was reported that the surgeon implanted the arcos body onto the sts distal stem. The surgeon stated that body seemed to sit higher than the trial and needed to switch from a 60mm body to a 50mm body because the construct was too long and could not reduce the hip. 60mm body was removed with disassembly tool without trouble using standard recommended technique. 50mm body implanted and hip reduced without problem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection found scuffing inside taper of the cone body. Scuffing was also observed around the inserter screw hole. No inconsistencies or abnormalities were observed on the outer surfaces of the device. No obstructions were found inside the taper that would prevent a stem from properly seating. Print criteria were measured to confirm the identity of the cone body. The device is consistent with size b. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Reassessment of the additional information does not change the reportability decision or rationale.